Event description:
It was reported that the right ventricular (rv) lead exhibited both under and over sensing. Additionally, the right atrial (ra) lead revealed under sensing. No further information was provided.